Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer was unsure it if was caused by the pump or sensor. It was explained that the alarm would have been associated with the pump. After receiving the alarm, the customer reprimed the tubing and it was fine. Customer stated that it occurred on (B)(6) 2014. Customer's blood glucose at the time was 75 mg/dl. It was explained that the blockage can be from a connection issue with the reservoir, or it could be an issue with the tubing or the site. It was also explained that the cannula may become bent or clogged where it creates back-up pressure. Customer declined troubleshooting the equipment. Customer does not want to return the set or reservoir for analysis. Customer mentioned that her blood glucose level spiked to 400 mg/dl today after lunch. Customer treated with the pump and got it down to 215 mg/dl. Customer is unsure what happened. Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).